Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient experienced phrenic never stimulation when laying down on their right side. The patient was brought into clinic on (B)(6) 2019 and the stimulation was reproducible on the right atrial lead at high output. A chest x-ray revealed that the lead was dislodged. On (B)(6) 2019 the lead was removed and replaced. The patient was stable.